Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had motion sensor test failure alarm. The customer¿s blood glucose level was unknown. The product will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to moisture damage on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with moisture damage on all electronic assemblies and motor assembly.